Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mtp arthrodesis surgery during insertion of the second 3,5 comp ft screw the tip of the k-wire became bend (k-wire was inserted into the lateral cortex but not through). When the surgeon checked the position of the screw on the x-ray the bended k-wire must be hidden behind the screw so everything looked fine. The customer then drilled and over drilled with the right instruments for the screw. Right after that the customer broke the tip of the k-wire when they were taking it out with a drill. Small part of the k-wire remained in the screw inserted in the bone and the other bent part of the k-wire was visible on the x-ray in the bone. The surgeon left the piece of the k-wire inside the bone because there were no chance to remove it. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.